Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture, hematoma, impaired healing with implant exposure, necrosis, pocket erosion, infection, seroma d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: almeida mn, alper dp, williams mcg, shah r, ihnat jmh, hu k, parikh n, alperovich m. Safety profile comparison of 2 smooth tissue expander types: artoura and cpx4. Ann plast surg. 2024 aug 1;93(2):178-182. Doi: 10.1097/sap.0000000000004019. Epub 2024 jul 5. Pmid: 38980932. Objective/methods/study data: this study evaluated the differences in te characteristics and complications between 2 commonly used mentor smooth te models, artoura and cpx4. There were a total of 84 patients in the cohort, with 37 receiving artoura tes and 47 receiving cpx4 tes. This led to a total of 141 breasts evaluated including 62 artoura tes and 79 cpx4 tes. A retrospective chart review was conducted of women who underwent 2-stage breast reconstruction using either 1 of 2 mentor tes, smooth artoura or cpx4 from 2013 to 2022. Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: artoura and cpx4. Complications: artoura group, qty 7: infection, qty 1: hematoma, qty 6: seroma, qty 4: wound breakdown/necrosis, qty 7: surgical intervention, qty 6: te replacement, qty 10: capsular contracture, cpx4 group, qty 7: infection, qty 1: hematoma, qty 3: seroma, qty 5: wound breakdown/necrosis, qty 4: implant exposure.